Manufacturer narrative:
The instrument was returned and evaluated. The instrument was placed on an in-house system for a cut test. Failure analysis investigation found that the scissors cut cleanly through .006 latex. The blade edges were not damaged, and the instrument passed electrical continuity testing. Failure analysis investigation found that a small area of the pad printing was removed from the instrument tube extension. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the missing pad printing material, found during failure analysis investigation, could likely cause or contribute to an adverse event if the malfunctions were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the monopolar curved scissors instrument was no longer sharp. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.